Manufacturer narrative:
No physical sample only a picture was returned for evaluation. Initial visual inspection noted a foreign matter adhered to stent in bladder end (calcification). Unable to verify reported event without testing the sample. The reported event was confirmed as cause unknown. The lot number is unknown; therefore, a device history record could not be reviewed. The instruction for use states the following precautions: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample returned.

Event description:
It was reported that seven months ago the patient was implanted with an inlay optima. The patient was re-examined and everything was fine until ((B)(6) 2015) when the patient felt pain and began to have a fever. The patient was treated by medicine and infusion but had no remission. The patient's physician decided to conduct an operation to remove the stent. During the operation, the physician found that it was hard to remove the stent due to the accumulation of stone all around the stent. The patient felt uncomfortable because the operation took a long time to finish. The physician was concerned that if he forced the removal of the stent the patient would get injured, so he just left the other part of the stent in the patient. The stent was cut by the doctor and the procedure took over three hours.